Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining gi monitor patient results above the normal reference range of the assay for two (2) patients, generated by the unicel dxi 800 access immunoassay system. A review of supplied archive data shows that repeat testing of the patient samples produced lower results within the normal reference range of the assay. The erroneous results were reported out of the laboratory; however, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient samples were collected in 13x100mm serum sample tubes with a gel barrier and centrifuged for 10 minutes at 3000rpm. Qc and system check information have not been supplied to date. Per the customer investigation record, the erroneous elevated and imprecise patient results were all generated on instrument pipettor #2. The bec field service engineer (fse) and performed alignments on pipettor #2 and the issue was resolved. The fse verified instrument hardware after servicing the instrument. Although the fse completed some required service to pipettor #2, it could not be determined that this was the root cause of the erroneous patient results. A definitive root cause for this event has not been determined to date. This report is related to the following mdrs that are being reported on different dates for the similar event that occurred at this customer site: 2122870-2012-00098, 2122870-2012-00099, 2122870-2012-00100, 2122870-2012-00101, 2122870-2012-00102, 2122870-2012-00103.